Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a (B)(6) male underwent placement of an inferior vena cava filter, using a gunther tulip jugular vena cava filter set, due to concern for clinical deterioration related to pulmonary emboli. The filter was successfully deployed but resulted in significant tilt with caudal migration approximately one vertebral body lower than the filter was initially deployed. The physician and patient discussed the situation at the time of placement, and the decision was made to remove the filter and replace it with one that had side-arms. Venous access was maintained throughout the procedure, and the filter was removed without difficulty. A cook celect filter was then placed in an infra-renal location, without tilt or migration noted. The patient was discharged two days later. There have been no reported adverse effects to the patient.

Manufacturer narrative:
Summary of event: as reported, a fifty-year-old male underwent placement of an inferior vena cava filter, using a gunther tulip jugular vena cava filter set, due to concern for clinical deterioration related to pulmonary emboli. The filter was successfully deployed but resulted in significant tilt with caudal migration approximately one vertebral body lower than the filter was initially deployed. The physician and patient discussed the situation at the time of placement, and the decision was made to remove the filter and replace it with one that had side-arms. Venous access was maintained throughout the procedure, and the filter was removed without difficulty. A cook celect filter was then placed in an infra-renal location, without tilt or migration noted. The patient was discharged two days later. There have been no reported adverse effects to the patient. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures was conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. One potentially relevant nonconformance was recorded; the affected product was properly dispositioned and subsequently reworked to meet specifications. There have been no other reported complaints for this lot number. Cook also reviewed the device instructions for use (IFU), which specify how to verify the position of the introducer system, how to withdraw the sheath and the sidearm adapter until the proximal part of the adapter reaches the marker on the filter introducer, and while keeping slight back tension on the introducer to push the metal knob completely to ensure proper release of the filter. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error caused the failure in this incident. The instructions for use supplied with the device specify how to verify the position of the introducer system/filter and following how to withdraw the sheath and the sidearm adapter until the proximal part of the adapter reaches the marker on the filter introducer and while keeping slight back tension on the introducer to push the metal knob completely to ensure proper release of the filter. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.